Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. Negative to weak positive results were obtained with some cells in the identification panel. The customer cleaned and washed the manifold. Repeat testing was performed with the antibody screening assay and negative results were again obtained. There was no additional sample available for further investigation.

Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening assay on galileo echo m00902.